Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) eroded through the skin. The patient was transferred from (B)(6) to (B)(6) for intervention. Attempts to obtain additional information were unsuccessful. All available information indicates that this device remains in service.